Event description:
It was reported to boston scientific corporation that the patient was implanted with an uphold lite with capio slim during a pelvic floor reconstruction with uphold lite including cystocele repair procedure performed on (B)(6) 2016. The procedure was completed without complications. According to the complainant, on (B)(6) 2016, the patient experienced sciatica on her right side. She was treated with physical therapy and the event resolved on (B)(6) 2019. The investigator assessed the event as related to the anterior and apical vaginal compartments, moderate in severity, pelvic floor related, probably related to the procedure, probably related to the mesh, and not related to the delivery device.

Manufacturer narrative:
Block a1: the patient identifier is (B)(6). Blocks f10 and h6: patient code 1994 captures the reportable event of sciatica. Block g3: study name: u8090 uphold lite. Block h6: conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device is implanted and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block h11: additional information - block b5 updated.

Manufacturer narrative:
(B)(4). (B)(6). (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that the patient was implanted with an uphold lite with capio slim on (B)(6) 2016. According to the complainant, on (B)(6) 2016, the patient experienced sciatica on her right side. She was treated with physical therapy and the event is currently resolving.

Event description:
It was reported to boston scientific corporation that the patient was implanted with an uphold lite with capio slim on (B)(6) 2016. According to the complainant, on (B)(6) 2016, the patient experienced sciatica on her right side. She was treated with physical therapy and the event is currently resolving. Additional information received on september 17, 2018. The event of sciatica which presented on (B)(6) 2016 has not resolved.